Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced cloudy drain bag with evidence of infection (peritonitis). A day after the event onset, the patient experienced retching with vomiting and has recovered from the event. At the time of this report, the patient was recovering from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy bag, abdominal pain, "feeling sick" and vomiting. The cause of the events were not reported. The patient was not hospitalized for the events. The patient was treated with unspecified antibiotics at present. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing. No additional information is available.